Event description:
The lay user/reporter called lifescan (lfs) on december 26, 2007 alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that in 2007, at 6:00 p.m. The pt was feeling tired, sweaty, dizzy, shaky, and tachycardic. The pt tested her blood glucose and obtained a result of "hi". Her father contacted the physician, who advised her to take insulin and then call back if the result did not decrease. She retested again and the result was 68 mg/dl. She ate 15 grams of carbohydrates. She was advised not to take any more rapid insulin, but to take her lantus before bed. This event took place within 45 minutes. The following day, the pt reported another incident that occurred at the pt's school. She tested her blood glucose and obtained a result of 536 mg/dl. She took 8 units of novolog and then went back to class. Forty-five minutes later, she passed out. She was given a glucagon shot and felt better later. She did not test after she regained consciousness. Since these events, the physician has decreased her dosages of fast-acting insulin, increased her lantus by 2 units and increased her carbohydrate correction. A replacement meter has been sent. This complaint is reported, as the issue was not resolved, and the reporter had alleged the pt had passed out after taking insulin based on the meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.